Event description:
N/a

Manufacturer narrative:
Battery replacement due to expiration (no damage/malfunction). This complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, if additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
It was reported that cs100 intra aortic balloon pump does not keep connected to the battery. The patient involvement and injury informatio was not specified.

Manufacturer narrative:
Due to character limit in the e1 section: (B)(6). A supplemental report will be submitted upon completion of investigation.